Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been hospitalized due to a blood glucose level of 21 mg/dl. The customer stated that she began to have a seizure and paramedics were called by a family member. Customer stated that reason for the hospitalization was insulin induced hypoglycemia. The customer also reported that the insulin pump was scratched, had recurring no delivery alarms, and a shortened battery life. Customer declined troubleshooting for these issues and the device will not be returned for analysis or replaced.